Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on 12/12/2015 to report that a (B)(6) female patient had a rash all over her body. The rash was bleeding. The patient had an allergy to nylon. The patient's physician prescribed the patient a cream to put on the rash. Follow-up indicated that the patient was using the cream, but that the rash had not improved. The patient was advised to follow up with her physician with regards to her nylon allergy and the lack of improvement in the rash.